Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient had their stimulation pattern change, not feeling it in their lower back and left leg. The patient had a car accident a few months prior to the report and says stimulation changed after that event. X-ray results show lead migration and that impedance values were greater than 10000 on 8-15 lead contacts. Reprogramming was attempted with the other lead; however, it was unable to cover all areas of pain with that lead. Lead revision is planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.